Event description:
Initial result for a patient pro-bnp was 107.7 pg/ml. When repeated, the result was 126 pg/ml. The incorrect result was not used to guide patient therapy. The field service rep found the incorrect result was due to contamination and repaired the instrument by performing cleaning and maintenance.